Manufacturer narrative:
Unit had cracked case battery side and cracked battery tube threads. Unit had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Battery cap was also damaged- broken off heat stake posts causing battery cap contact to become loose. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at bottom of battery compartment and goes upward. Customer stated insulin pump battery cap was damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.